Event description:
It was reported that this left ventricular (lv) lead triggered an alert for automatic test greater than programmed amplitude or suspended. Also, loss of capture (loc) was observed. According to the field representative the lead vector was changed, and they will continue to monitor. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.